Event description:
It was reported that a malfunction occurred on the pump with a malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with pump reset information, and after resetting, the malfunction code did not recur, allowing the customer to continue using the pump. Caller was instructed to call back if any malfunction code recurs and acknowledged this instruction.